Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the patient used the sensor for about three hours with the left foot. An internal hemorrhage of approximately 2mm was discovered in the left sole of the patient. The damage was resolved.

Manufacturer narrative:
The returned sensor was evaluated and determined that no problem was found with the sensor. During evaluation the sensor passed all visual, functional and skin surface temperature testing. The sensor was determined to be functioning as designed.